Event description:
Edwards received additional information that the valve in valve intervention was scheduled due to degeneration after a long implant duration.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that valve in valve intervention was scheduled to replace a 29mm perimount valve implanted in the tricuspid position after an unknown implant duration. Reason for this v-I-v procedure was not provided. At the time of the reported event, the case was still under discussion with surgeons. No other information was provided

Manufacturer narrative:
Additional manufacturer narrative: a supplemental report submitted to include additional information received. The implant duration of the valve was approximately 10 years. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.